Event description:
The home health nurse found the patient unconscious on the floor. They checked patient's blood glucose on the suspect device and obtained a result of 223 m/dl. Emts were called and they arrived and checked patient's glucose at 14 mg/dl. They were treated with a glucose IV and taken to the hopital and later released. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.